Event description:
A report was received that the pt wants to be explanted because the stimulator is not working. No additional info was available.

Manufacturer narrative:
A good faith effort was done to reach the patient regarding her request to be explanted and was unsuccessful. No further action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.